Event description:
It was reported by the customer that a pyxis medstation system had a communication issue. The customer stated that the device not detected on bus causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had an auxiliary drawer 5.2 not detected don bus. The field service engineer stated that there was fluid bags obstructed drawer controller card connections, causing device to not be detected on the bus. The fse replaced the drawer controller card on 5.2, applied adhesive on bus wire receptacle to protect bus wire and rebooted device to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.